Event description:
It was reported that the customer was taken to the emergency room (ER) by paramedics due to blood glucose (bg) levels of 386-439 mg/dl, due to settings needing adjustment. The customer attempted to self treat via bolus pump, however was treated intravenously with fluids of saline and insulin at the ER. Customer was released from hospital on (B)(6) 2023 with issue resolved and no permanent damage. Reportedly, the customer was instructed to consult their health care provider to discuss their settings to better meet the customer¿s needs.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.